Event description:
This is a spontaneous report by a nurse in vietnam of peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for continuous ambulatory peritoneal dialysis (capd). Dianeal therapy was ongoing. On (B)(6) 2012, the patient experienced peritonitis manifested by cloudy effluent and abdominal pain and was hospitalized that same day. The cause of the peritonitis was unknown. On (B)(6) 2012, the patient was treated with cefazolin (1gm) and alfacef (1 gm). On (B)(6) 2012, the patient began treatment with ciprobay (0.2g, 1/2 a x 4). At the time of this report the patient had not recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.